Event description:
It was reported the patient¿s device was replaced because the patient¿s healthcare professional (hcp) stated it was malfunctioning. It was noted the patient¿s hcp placed the new device so it was hitting a nerve between their groin and buttock and that was working great. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# v955825, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).